Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load new cartridges despite following on-screen instructions and using proper loading technique. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean pump components, use multiple daily injections as backup insulin therapy, place pump into storage mode, and return pump using a prepaid label, and a replacement pump was arranged under warranty.